Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a protruded drive support disk. The alarm for the protruded drive support disk could not be verified due to the motor error alarms. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose and she has not eaten for the day. The customer treated with the insulin pump, and after bolusing she checked for any leaks. The caller stated that the device alarmed, then changed the battery and rewound it again. The insulin squirted out and the device alarmed. The blood glucose was 425mg/dl. The caller mentioned that the device was dropped and the drive support cap was sticking out; the customer attempted to push back in and it only went in to where the cap is now flush with the insulin pump casing. Advised the caller that the insulin pump would be replaced. No further information was provided.